Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided. Pro code (product code): dqy.

Event description:
It was reported that foreign matter was present on the device. A 7.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was brought to biohazard room for analysis as foreign matter was observed present with the device. No other information was provided.

Event description:
It was reported that foreign matter was present on the device. A 7.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was brought to biohazard room for analysis as foreign matter was observed present with the device. No other information was provided.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. D2b pro code (product code): dqy device evaluated by MFR.: received athletis device for analysis. The investigator opened the packaging fully and removed the device. No foreign material was noted on the device. A visual and tactile examination identified multiple shaft kinks along the length of the shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.